Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient experienced a blood glucose (bg) of 20 mg/dl and was unresponsive. It was reported that emergency protocol was initiated and the patient was treated with IV glucose by their healthcare provider in the emergency room. It was reported that the patient primed while attached and approximately 24.2-29.8 units were infused into the patient. Reportedly, the patient resumed with the same insulin pump. This complaint is being reported because the patient allegedly experienced hypoglycemia due to use error in priming while attached to the pump.